Event description:
It was reported prior to magnetic resonance imaging (MRI) scan that the atrial lead exhibited oversensing due to noise. This noise resulted in inappropriate mode switch episodes. The lead will continue to be monitored. The patient was stable and asymptomatic.